Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00043. It was reported the patient ((B)(6)) experienced warmth and blackness at the ipg site when recharging. Recommendations were provided to the patient to help minimize any discomfort felt during recharging. Since incorporating these suggestions, the patient is reportedly better able to manage the issue and will continue utilizing his scs system.

Manufacturer narrative:
This ipg model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.